Event description:
Patient had achilles tendon repair with orthadapt augmentation. Patient experienced a re-injury to the achilles tendon in a fall approximately 77 days post repair. Physician explanted the graft approximately 91 days post-repair.

Manufacturer narrative:
Based on the available case information, the reported re-rupture is due to trauma and is not graft-related. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc. Is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.